Event description:
Baxter reports a hosp nurse wanted to lift a full bag for its exchange and kept the tubulare in his hand. A disconnection of the tubing from the rotative clamp occurred almost spontaneously with the opening of the circuit. There was no clinical consequence. The line was immediately clamped and then replaced. The affiliate reports no pt injury or medical intervention as a result of the incident.

Manufacturer narrative:
The prod sample has been rec'd, but eval not yet completed. A f/u report will be submitted when the eval is completed. A review of complaint history reveals 2 similar events rec'd for the lot# reported.